Event description:
It was reported that during attempted insertion of the catheter over the spring wire guide in the pt's right subclavian vein, the guidewire could not be removed. An x-ray was taken and the pt was sent to radiology for removal. The procedure was very difficult requiring approach from both groins. The wire guide was finally removed by cutting it. There were no further complications.